Manufacturer narrative:
Investigation summary: two photos were provided. They show the packaging material and a needle assembly in the packaging blister. The plastic shield shows foreign matter like embedded burnt plastic. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components and not detected during the inspection and next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot # 8277632 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the root cause may have occurred during plastic shield molding process. Rationale: CAPA not required.

Event description:
It was reported that an unspecified number of bd filter needles 19g x 1/2 in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305200 batch no: 8277632. On (B)(6) 2020 and (B)(6) 2020, during a requested complaint investigational retain exam, a black particle was observed on the filter needle cap of the eylea 40mg/ml kit. There was a total of 240 retain samples inspected with three kits affected by this defect. These kits were marked, but will remain in the retain program as the drug product is not affected by this defect. Item was returned to retain sample storage in the warehouse. As this is drug product component, this was not used in a manufacturing process.